Event description:
Medical affairs has been unable to get in contact with the pt and sent a letter to obtain more clinical info. The pt was sweating, incoherent and confused at the time of testing. The pt tested and received a 124 mg/dl and retested and received a 190 mg/dl. Less than 10 minutes later, the pt tested on another device and received a 60 mg/dl and was treated with glucose by a medical professional. The test strips were in good condition and not expired and the pt did not have control solution to check the test strips. This case is being reported as adverse event, since the pt suffered a serious injury and the meter may have contributed to the injury.